Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the proximal to mid right coronary artery (rca). The rca was engaged with 6f non-bsc guide catheter and was crossed with 0.014x180cm non-bsc guide wire. After sequential pre-dilation with a 2.0x10mm non-bsc balloon catheter, a 24 x 3.00 promus premier¿ drug-eluting stent was then deployed and was post dilated at 20 atmospheres with a 3.0x10mm non-compliant non-bsc balloon catheter. However, an edge dissection in distal part of the stent was noted. A 2.75x16 promus premier¿ drug-eluting stent was then deployed and was post dilated at 14 atmospheres with non-compliant non-bsc balloon catheter and the procedure was completed. Post angioplasty angiogram revealed no residual stenosis with timi 3 flow in rca. No further patient complications were reported and the patient's status was stable.